Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited noise oversensing due to header anomaly. The pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
The reported events of oversensing, noise, and defective device were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality, and sensitivity evaluation under field conditions found sense measurements within normal range, and no noise issue observed. Output verification under field settings measured all parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.